Event description:
Per states: (B)(6) 2012 / patient (B)(6) hospitalized in (B)(6) hospital because of worsening health condition. Patient had has a log term problem with low sensing in atrial channel (0,3 / 0,6 mv) and high threshold (ra - 4 v, 2 ms). This situation was solved by reprogramming of the device (biv trigger on, higher basic rate - 75 bmp, vdr mode). Today I was called to discuss this situation with physician (B)(6), md. My recommendation - the best way to ensure proper device behavior is to reposition/change atrial lead. The lead is sjm 1782tc (B)(6). During this follow up I noticed artifacts in right ventricle channel. I was not sure about the origin of the noise so I sent pictures of the noise to eurtech service. They assumed the origin of the noise were myopotentials. Tomorrow we will do recommended procedure (movement, impedance measurement etc.) To confirm this theory. The patient will also undergo rtg examination to confirm lead integrity. Dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).